Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b d9 h3 h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold crease, wear abrasion, white particles in the inner shell, and an opening on the anterior side. A leak test and microscopic analysis were performed which identified a sharp opening on the valve bond edge. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the valve bond edge assessed as an unidentified tear opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.